Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, the transmitter only lasted four days before it failed to pair to the smart device. The exact failure message was not available. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of transmitter failed to pair notifications. A root cause could not be determined via data. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter failed as it had no voltage. The share log was reviewed and the transmitter failed as the display device was unable to detect and find the transmitter. The customer complaint of the transmitter failed to pair notifications was confirmed. The root cause could not be determined.